Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels read "high" (>500 mg/dl) while wearing the pod between 36 and 48 hours. Patient reported the cannula was dislodged and pod was removed 30 minutes prior to going to the ER. Symptoms reported include laziness, thirst, frequent urination and chest pain. The patient was treated with . Intravenous insulin and was released after about 8 hours. This pod was discarded.